Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient was experiencing redness across the back where their implantable neurostimulator (ins) battery was located. The consumer stated that when the patient moved a certain way it would send a shock up their side, even though the device was turned off. It was noted that the patient hadn't used their ins in two or three years. The patient was redirected to their healthcare provider (hcp) to address the symptoms. It was noted that the issue occurred in 2017, at least six months prior to the date of this report. No further complications were reported or anticipated. Indication for use is post laminectomy pain.